Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an unknown error message that prompted the patient to "test with blood." The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6am, the patient reported the alleged issue began. The patient reported using oral medications (type and dose unknown) with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications due to the alleged issue. The patient reported developing symptoms of "high sugar" but did not specify what the symptoms were. The patient denied receiving any medication intervention for an acute complication of diabetes. At the time of troubleshooting, the cca was able to assist the patient in resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient alleged developing symptoms suggestive of hyperglycemia due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.